Event description:
The lay user/pt called lifescan (lfs) on august 24, 2006, and alleged that his meter would not power on. The medical affairs specialist spoke to the pt on the following day, and obtained and verified the following information. The pt was unable to test on his meter for approximately 2 weeks. He does not recall the last date he was able to test. The pt does not have diabetes, but he frequently experiences hypolgycemia. He was testing his blood glucose twice a day, but he tests more frequently if he feels his blood glucose levels dropping. On the day of the event, six days prior to original date, he became confused and his speech was slurred. He attempted to test, but was unable. He was taken to the hospital, where his blood glucose was 39 mg/dl. He was treated with IV glucose and his blood glucose rose to 70 mg/dl. The pt has replaced the battery recently. He reported that he is using the correct test strips and that the battery contacts are in good condition. This complaint is being reported, as the meter issue was not resolved and the pt was unable to test on his meter. During this time, the pt had a hypoglycemic event and received medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.